Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during an extraction procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event was unable to confirm by the manufacturer service technician, but noted that the driveshaft bearing was damaged. A damaged driveshaft bearing can cause the reported event of heat.